Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads aren't staying on while using the brush - oral-b refills [device breakage] . Case narrative: the consumer stated on chatbot that they are experiencing an issue with their oral-b refills, the brush heads are not staying on while using the oral-b toothbrush. No injury was reported.

Event description:
Brush heads aren't staying on while using the brush - oral-b refills [device breakage] case narrative: the consumer stated on chatbot that they are experiencing an issue with their oral-b refills, the brush heads are not staying on while using the oral-b toothbrush. No injury was reported. Follow-up: product evaluation / investigation code information updated. No injury was reported.

Manufacturer narrative:
30-sep-2025: complained product will not be not available.